Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: proposed annex g code - mechanical (g04) - im nail. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a post-market clinical follow-up database that a patient was diagnosed with hypertrophic non-union approximately 7 months post-implantation with fatigue failure of the distal static screw, and subsequently underwent exchange nailing. Dynamisation did not hasten union prior to the exchange procedure. Contributing factors for the failure of progression to heal included a history of smoking and a mild gap at the fracture site. The patient underwent exchange nailing; the fracture had not healed at the time of the last report. Attempts have been made and no further information has been provided.